Event description:
It was reported that a half day infusor did not infuse. This occurred while attempting to infuse desferal (non-baxter product). There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured july 10, 2013 - july 12, 2013. Evaluation summary: one used unit was received for evaluation. Upon receipt, visual inspection of the unit shows no signs of blockage in the delivery tubing or reservoir that could have caused the issue. A functional test was subsequently performed by manually refilling the unit with water. After fill, no signs of fluid was observed coming out of the distal luer. Forced prime was attempted, but flow was still not observed. Microscopic examination of the flow restrictor shows evidence of drug residue blocking the fluid path at the distal end of the glass capillary. The reported problem was confirmed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The cause of the drug precipitation is unknown. Should additional relevant information become available, a supplemental report will be submitted.